Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected four opened and used enlite sensors and unable to confirmed needle complaint due to customer did not returned insertion needles only four sensors. Unable to confirm packaging anomalies due to customer did not return original box.

Event description:
The customer's blood glucose was unknown. It was reported that the customer saw that the needles were detached from the sensors as the sensors were removed from the serter. The customer stated that four sensors would be returned. Nothing further reported.